Event description:
Additional information received from reporter on 29-aug-2024, for mw5158117. (B)(6). She injects in (B)(6) most of the time and (B)(6). She ¿trains medical professionals¿ in (B)(6) ¿ I was able to get her instagram taken down (really trying to avoid her getting any more clients). There are multiple providers that have responded to me and have had to take care of her clients post her treating them. I have pictures of the client who has been in the hospital since (B)(6) ¿ has had an ir procedure and been taken to surgery once with more pending. This patient is still in the hospital on IV antibiotics and the non licensed medical provider is importing the drug from korea and injecting it. She also does not have any medical background or license.

Event description:
Non-licensed person injecting liquid substance into patient claiming it is liquid bbl, product was called maxifill and is made in korea and non-FDA approved; patient began experiencing signs of infection and immune response to substance, eventually hospitalized after coming to licensed medspa and being sent there by (B)(6) the non-licensed person "trains" people on how to inject this in multiple states and injects clients in multiple states.